Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that on (B) (6) 2009, a 2.5 x 15 mm xience v stent was implanted in the 1st diagonal artery, a 2.75 x 28 mm xience v stent in the mid left anterior descending artery (lad) and a 2.5 x 23 mm xience v stent in the proximal circumflex. Reportedly, on (B) (6) 2010, angioplasty was performed to treat in-stent restenosis of the 2.5 x 15 xience v stent. Restenosis was also noted on the proximal edge of the 2.75 x 28 mm xience v stent in the mid lad and was treated with a 3.0 x 12 mm xience v stent. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). Results and conclusion summation: in this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Additionally, restenosis and hospitalization are listed in the risk assessment matrix (ram) as no-fault post-procedure complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The lot number was not provided, therefore, a device history record review could not be performed. The xience v (1009527-15 / unk) mentioned is being reported under this MDR#.